Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was 114 mg/dl at the time of the call. The customer stated that they experienced high blood glucose when priming the insulin pump. The customer only wanted to troubleshoot the physical damage in their insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: pump received with cracked battery tube threads, reservoir tube, broken reservoir tube lip, cracked belt clip slot, minor scratched display window. Motor error alarm during the rewind, basic occlusion test and unable to prime during prime/a33 test due to moisture damage inside force sensor resistor. Unable to perform the occlusion test due to prime anomaly. Motor passed motor test.